Event description:
It was reported that during a stomach procedure, after the second firing, only one side of staples formed. The surgeon had to hand sew. No pt consequences were reported.

Manufacturer narrative:
.